Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the sureform 60 stapler instrument or the green reload accessory that was used during this reported event; therefore, failure analysis investigations (fa) could not be performed. Advance stapler log review showed the sureform 60 stapler instrument was installed on the system 8 times and fired 8 green reloads. On each install, the first clamp attempt was successful. On installs 1, and 6, the firings were completed with 1 pause for compression. On all other installs, the firings were completed with no pauses for compression. The stapler was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported after a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, severe complications occurred due to the opening of the gastric sleeve staple line next to the curvature major. The gastric sleeve was stapled using the sureform 60 stapler instrument with green reload accessories. The procedure was completed but a couple weeks later the patient underwent a revision surgery due to the incomplete staple line. Information regarding the complications that occurred, the secondary procedure, or how the issue was resolved are all unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b5: it was reported after a da vinci-assisted esophagectomy transthoracic chest anastomosis procedure, severe complications occurred due to a 2cm dehiscence of the gastric sleeve staple line next to the curvature major. The stomach was stapled using the sureform 60 stapler instrument with green reload accessories. There were no intraoperative complications. The procedure was completed but a couple weeks later the patient was readmitted to the ICU (intensive care unit) for pulmonary insufficiency. The surgeon reported believing that the pulmonary insufficiency was caused from the dehiscence of the staple line, causing localized mediastinitis. The patient received endosponge therapy for two days, and required non-invasive ventilation and intensive care monitoring. The length of stay in the ICU was for nine days and the patient was later discharged home.